Event description:
On (B)(6) 2013, the user in (B)(6) reported blood glucose results of ¿8.7 and 8.2 mmol/l¿ with the lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of (B)(4). However, this complaint is being reported because the quality control test performed during troubleshooting did not pass. There was no injury or medical attention sought due to the issue.